Event description:
This is report 1 of 2 for the same event: report received from the USA regarding a motor device in which, during set-up, it was observed that the device was displaying an e8 error code frequently. The motor device was used with a console device. The reporter indicated that the facility did not know what device was causing the error. There was a five minute delay in surgery to obtain a spare console device. The same motor device was used, and the error continued to display. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).